Manufacturer narrative:
Product investigation completed. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. The other cylinder performed within specifications. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The product analysis did not confirm patient dissatisfaction. Based on the results of this investigation, the event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient underwent a surgery involving an inflatable penile prosthesis (ipp) due to not being happy with the device. During the procedure the existing ipp was removed and replaced with a new one. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided. Product investigation complete, the ipp was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. The other cylinder performed within specifications. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The product analysis did not confirm patient dissatisfaction. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient underwent a surgery involving an inflatable penile prosthesis (ipp) due to not being happy with the device. During the procedure the existing ipp was removed and replaced with a new one. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.